Event description:
A falsely elevated potassium result was obtained on a patient sample. The result was reported to the physician who questioned the result. A repeat draw was run and a lower result within the normal range was obtained and reported. Patient treatment was delayed to obtain the redraw sample. There was no report of adverse health consequences as a result of the falsely elevated potassium result or delay.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was a clogged imt probe drain. A siemens healthcare diagnostics technical service center representative directed the customer on appropriate maintenance protocols. The instrument is performing within specifications. No further evaluation of the device is required.